Event description:
It was reported that the laser system could not configure the wireless footswitch due to an error message 152. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3011050570 - 2024 - 00461 (1/2).